Manufacturer narrative:
Customer is claiming false negative because they tested negative with ihealth brand test and positive at doctor's. Unknown which virus tested false negative. Doctor's test was not specified. No purchased information provided, unable to determine if the product used by the customer is an authentic product, and no lot number was provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: I used the 3 in 1 test the same day the dr office did. This test showed negative while the test from the dr showed positive.